Manufacturer narrative:
Device code # 1260 and 2590 relates to component code # 463. The complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a peripheral stenting treatment procedure a guide wire tip detachment occurred. The target lesion being treated was located in the proximal right superficial femoral artery (sfa). A 182cm v-14 control guide wire was advanced to the sfa and used to advance a non-bsc self-expanding stent. The stent was deployed in the sfa and upon withdrawal of the v-14 wire it became stuck in the stent. A catheter was used to attempt to straighten and remove the guide wire, however it was unsuccessful. The physician applied force to remove the v-14 wire which resulted in a fracture, leaving approximately 3-5mm of the guide wire in the patient. The detached portion remained embedded in the stent and there were not attempts made to retrieve it. The procedure was considered completed at this point and it was noted that there was good flow. Additional patient complications were not reported and the patient's status is ok.